Event description:
Additional information was received on 16sept2021. A pre-deployment angiogram was performed. The angio-seal would not move into the locked position and had to be pried apart. Additional information was received on 12oct2021. The device was locked in the forward lock position. The ir tech could not figure out why the device would not move into the rear locked position so he ended up prying it apart after the device was removed from the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. Telephone number - (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an issue with the angio-seal device. The device was locked together and the rad could not separate it. Two pictures were taken by the account, one with it locked together and the second the rad had to use kelly's to forcefully separate it. Manual pressure was used to close. The patient was in stable condition. The procedure outcome was positive. The estimated blood loss was less than 250cc. The case was completed with manual compression and the patient was fine. It is unknown if there were any other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and locator. The returned device was subjected to visual analysis. Visible signs of blood were seen on the device. The hemostasis sheath and carrier tube assembly had been separated. The bypass tube was left inserted into the hemosheath, and the carrier tube was returned in the fully rear-locked position. No visible signs of damage or deformation were identified on the hemosheath or carrier tube. The locator was found to have had a slight kink at the blood inlet hole. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.